Manufacturer narrative:
An event of a cardiac tamponade was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 2182269-2020-00054. During a pulmonary vein isolation procedure, a cardiac tamponade occurred. During the procedure, two transseptal punctures were conducted. A voltage map was created and ablation began. After nine ablations, the patient became hypotensive. No steam pop was felt and ablation was being carried out at 50 w. A pericardiocentesis was performed to stabilize the patient. The physician believes the tamponade may have been due to catheter manipulation or while manipulating the introducer. There were no performance issues with any abbott device.